Manufacturer narrative:
The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use with no effect to the patient. There was a slight delay weening of the patient, but no medical intervention provided to the patient other than the swap. B.7: other relevant patient info: age: 50-65; weight: moderately obese; height approximately: 5¿5 to 5¿10.

Event description:
The customer called into technical support (ts) reporting that the device¿s touchscreen is not working, cannot change CPAP pressure setting. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user reported. The biomed philips engineer evaluated the device with the assistance of the remote service engineer (rse) and could not confirmed reported problem. Tested the device several times and was not able to duplicate the issue. The biomed philips engineer calibrated the touch screen, tested the device and passed required performance verification tests per philips¿s standards with no faults found.